Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: the procedure was performed to treat an a-com aneurysm. After a microcatheter was positioned within the aneurysm, the web device was positioned without issue. However, when the detachment was attempted, the device could not be detached. Although several attempts were made to detach the device by pressing the detachment button or pushing the microcatheter against the device and pulling the pusher, the device could not be detached. The device was then attempted to be retrieved, but the device unintentionally detached and protruded into the parent vessel. Ultimately, the device was successfully retrieved by pinching the proximal side of the device using a snare (4 mm). Another web device was then used to continue the procedure. Subsequently, the procedure was successfully completed. No health damage to the patient.